Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat. It was noted that the sample was initially tested on a reagent pack that was almost empty. Repeat determinations were performed with a different reagent pack. An aliquot of the sample prepared from a pre-analytics system initially resulted as 159.5 pg/ml. It was asked, but it is not known if this initial value was reported outside of the laboratory. The sample tube was then repeated, resulting as 25.37 pg/ml on (B)(6) 2016. An aliquot of the sample placed into a sample cup was then repeated, resulting as 25.95 pg/ml on (B)(6) 2016. The patient was not adversely affected. The tnths stat reagent lot number was 13868401, with an expiration date of 07/31/2017.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Information required for the investigation was requested, but not provided.